Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that an unexpected pump stop occurred. Restart was attempted but unsuccessful. It was reported to have been a flow saturation issue which had been occurring for hours prior to pump stop. Also, the doctor was aware of hemolysis, no repositioning or volume given. Patient was presented with ipsilateral leg ischemia. Additional information was provided that noted the patient was placed on do not resuscitate status and expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs showed that the purge heparin levels decreased to 0 about 24 hours prior to the pump stop. Soon after, the pump flow waveform becomes saturated. The motor current and pump flow steadily increase with no p-level change (and worsening flow saturation) for 7 hours until the pump stops immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. Visual inspection of the returned pump revealed the presence of biomaterial on and around the impeller and in the purge gap. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the pump stop was biomaterial buildup due to the lack of heparin in the purge solution. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.